Event description:
It was reported that during removal of a bard powerpicc catheter, the catheter broke at the base of the purple winged hub component. The event occurred on (B)(6) 2026 after the patient had completed all scheduled chemotherapy treatments. The patient was lying down with the right arm supported at approximately a 45 degree angle. The outer adhesive dressings (tegaderm chg) were removed and the insertion site was cleaned with 80 percent dilutux. The insertion site appeared clean with no redness and no discharge. During removal of the catheter and the lower adhesive stabilization device (statlock PICC plus), the catheter separated at the base of the purple winged hub and protruded approximately 0.5 cm outside the patient¿s vein. The catheter therefore broke into two pieces outside of the patient¿s body, leaving one portion still inside the vein. The retained catheter fragment was removed without difficulty. No catheter fragments remained inside the patient. Approximately 10 cm of catheter tip was cut and sent for culture per hospital protocol. The patient required no additional investigations, had no complications, and was reported to be never in danger. Catheter removal was described as painless, and the insertion site was compressed and dressed appropriately. The catheter had been inserted on (B)(6) 2026 and was a bard powerpicc, 49 cm. The patient had used the PICC line for cytostatic treatment, including six weekly infusions of cisplatin on (B)(6) 2026, with no complications reported. The patient also received saline pre and post hydration for each infusion. Contrast media (omnipaque) was administered via the PICC on (B)(6) 2026; contrast administration on (B)(6) 2026 (clariscan) may have been via IV cannula or the PICC line, based on patient records. The PICC was planned for removal as all chemotherapy sessions had been completed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken catheter is confirmed; however, the exact cause could not be determined. One 4fr single-lumen powerpicc solo catheter was returned for evaluation. An initial visual observation revealed some biological residue on the returned sample. The catheter tubing was observed to be broken just distal to the molded joint of the catheter. A microscopic observation revealed the fracture surfaces of the break were rough and uneven. The edges appeared to be mostly irregular and rough. These findings suggest the catheter may have experienced some kinking. However, other unidentified factors may have also contributed to the break. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.